Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, it was reported that a beta bionics ilet user experienced repeated restart code 28 alerts over several days. A device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.